Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vicm5_13.2, -13.00 diopter, implantable collamer lens tore before injection. There was no patient contact. A replacement lens was implanted and the problem resolved. The cause of the event was unknown.